Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to primer her insulin pump alarmed. Customer also reported issues with the battery and the screen turning off and on. The device alarm history showed two weak battery alarms and two alarms that occurred during prime. Customer's blood glucose was 53 mg/dl, treated with glucose tabs. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was normal and she did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. Unable perform occlusion test or excessive no delivery test due to prime anomaly. No a33 alarms noted. The insulin pump power up properly after battery installation and no weak battery alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed basic occlusion and displacement tests. The insulin pump was received with minor scratches on lcd window and with cracked case at reservoir tube window corners.